Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing of noise. It was noted that the patient was dependent. The rv lead was explanted and replaced. There were no patient consequences throughout the procedure.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. Final analysis found that as received, a partial lead was returned in two pieces - connector portion (a) and distal portion (b). Portions a had no visual anomalies or electrical issues. Portion b had the helix was extended and clogged with dried blood. Visual analysis of portion b also found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The outer insulation was noted to be cut/damaged resulting in the outer coil being stretched/damaged in this portion. There were no other electrical anomalies or shorts noted in portion b.